Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed fluoroscopy failed error message. Review of the system log file showed sib bottom temperature. Upon functional testing fse found that thermal cut off in technical room was very high which caused hv generator overheated. The temperature was cooled down. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was given fluoroscopy failed error message. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was multiple generator errors. Philips has started an investigation of this complaint.